Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a vessel closure of an unspecified access site using two proglide devices related to an interventional procedure. Reportedly, an unknown failure occurred with both devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A review of the incident information and analysis of the returned product determined the observations noted during return device analysis are consistent with a suture retrieval issue as a needle to cuff miss was noted. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. A review of the corrective and preventative actions (CAPA) database for the device was performed and there is no indication of a product quality issue. Based on the information reviewed, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H11 correction: visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. The needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure.